Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 114 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect at quick release. Customer was advised to do a fixed prime. Customer was unable to do continue troubleshooting the device was alerting the customer a new battery was needed. Customer was would call back once customer had a new battery. No further information provided.